Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 34mg/dl. The customer declined troubleshooting for low blood glucose. Customer also stated that screen of insulin pump had scratches and they can not read the display. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.